Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation. The patient was unable to communicate with the ipg using the charger and the patient programmer. The ipg was last charged approximately two months ago. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg.